Event description:
It was reported by the customer that a pyxis medstation es system had a communication failure. The customer reported that the station was not returning to the windows as it was not communicating with the server and stuck on a black screen. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer stated that the customer rebooted the station, which in turn booted up the application to resolve the issue. The device functioned as intended after the customer resolved the issue.